Manufacturer narrative:
Manufacturer narrative: updated sections d4-expiration date, h4, and h6 (type of investigation). The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Corrected data: customer report of leaflet tear was confirmed through observed torn leaflets. Leaflet tears in the image provided may lead to regurgitation. Calcification evaluation is determined through x-ray analysis. Reports of calcification, degeneration, leaflet immobility, and stenosis could not be confirmed through image evaluation. One color picture of explanted valve was provided. Valve appeared to have torn out leaflets with one torn out leaflet fragment shown on the left side of the valve. Sewing ring cloth appeared torn and frayed around the valve.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of the event was likely patient conditions. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 3 years, 5 months underwent redo avr with a 23mm 11500a valve due to calcification, degeneration, leaflet immobility, severe stenosis, leaflet tear, and mild intravalvular regurgitation. Per medical records, the patient presented acute-on-chronic hf nyha class IV, cardiogenic shock, acute respiratory failure requiring ventilation, esrd (on hd), and multisystem organ failure. An echo demonstrated severe cardiomyopathy, severe prosthetic as, and severe mitral annular calcification with mild ms/mr. The patient underwent a complex redo avr, aortic root/ascending/hemiarch replacement, mv decalcification, and cabgx1. The prior av was completely invaded by calcification that immobilized all leaflets, and there was a very small slit in the middle that had allowed the blood to eject through the valve. The aortic prosthesis had eroded through the aortic root, and one of the posts of the valves was protruding into the right coronary ostium where there was heavy calcification and focal dissection. There was extensive calcification in the aortic annulus that required an extensive amount of time to dissect the prosthetic valve and debride the annulus. The valve was explanted and replaced with a 23 inspiris resilia valve sutured inside a 28 mm sinus of valsalva dacron graft. The patient was av paced due to chb and separated from the bypass; however, she was placed back on peripheral va ECMO due to a sudden severe rv failure. The patient was transferred to the ICU in stable condition with an open chest due to coagulopathy and cardiac edema. The postoperative course was complicated by cardiogenic shock, multiorgan failure, cardiac tamponade, multiple mediastinal explorations, and washouts with unsuccessful attempts to wean the patient from va ECMO, and svc syndrome. Cvvh was initiated. The patient was finally weaned from ECMO with iabp placement and chest closure on pod #10; however, the patient expired despite maximal supportive measures on pod #11.